Manufacturer narrative:
The device has been reported as unavailable for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a re-do atrial fibrillation and left-sided atrial flutter ablation procedure with a reprocessed soundstar catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Three hours after a re-do atrial fibrillation and left-sided atrial flutter procedure, while in the recovery area a pericardial effusion was noticed in the patient. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed via echocardiogram. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed. While performing the pericardiocentesis, the patient continued to bleed and drain out of the access. A surgeon was then brought in to perform open-heart surgery. During the exploratory stage, a perforation was found in the right atrium (ra) of the patient. The perforation was repaired with 1 stitch. No ablation was performed with the smarttouch sf catheter, in the right atrium. The physician suspects that the reprocessed soundstar catheter may have caused the issue when they were navigating to the tricuspid valve in the right ventricle area. The patient required extended hospitalization because of the adverse event, for pericardiocentesis and ICU recovery from open heart repair. The patient was reported to be in stable condition and the outcome of the adverse event was improved. The physician¿s opinion on the cause of this adverse event is that it was the procedure related. A transseptal puncture was performed with an abbott brk1 ts needle 71 cm. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. An irrigated catheter was used during the procedure and the flow setting was recommended flow rates with 45w power (no ablation was performed in the ra). Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were 3mm/ 3 sec; 25% at 3g; 3mm tag size. Additional filter used with the visitag was resp gated. Color options used prospectively were impendance drop.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4). This is a correction to the initial report, the concomitant products were omitted in error. Section d10 has been updated.